Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Asked nurse to start therapy. Flow rate (fr) was 0lpm , inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage, system hours were 2729.4 and pump hours were 46.2. Asked nurse to feel for any kinks or compressions in the pad tubing. None noted. Suggested replacing the pad. They were getting a low flow alarm (alarm 02) on s/n (B)(6). The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Nurse called back 653am. They changed the pad and continued to get no flow. They stopped therapy and removed the device. Asked nurse to send to biomed and have biomed call in to troubleshoot.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Asked nurse to start therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage, system hours were 2729.4 and pump hours were 46.2. Asked nurse to feel for any kinks or compressions in the pad tubing. None noted. Suggested replacing the pad. They were getting a low flow alarm (alarm 02) on sn (B)(6). The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Nurse called back 653am. They changed the pad and continued to get no flow. They stopped therapy and removed the device. Asked nurse to send to biomed and have biomed call in to troubleshoot. Per follow up information received via task on 13jan2026, spoke with nurse who confirmed device had been received by a biomed early this morning and noted the patient had transferred from another facility a couple days prior and was around 5kg. They were using a neonate size pad for this patient. Denied any exposed surfaces. After troubleshooting, no further issues on the new device and pad. The original pad was disposed of since they believe this was a device issue. Per follow up information received via task on 14jan2026, spoke with biomed who stated this device had a total maintenance package completed a couple months ago and should still be under their warranty. Their team had not looked at the device yet and would be contacting customer service to return the device again and would like to request a loaner.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Asked nurse to start therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage, system hours were 2729.4 and pump hours were 46.2. Asked nurse to feel for any kinks or compressions in the pad tubing. None noted. Suggested replacing the pad. They were getting a low flow alarm (alarm 02) on sn dyjnal010. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Nurse called back 653am. They changed the pad and continued to get no flow. They stopped therapy and removed the device. Asked nurse to send to biomed and have biomed call in to troubleshoot. Per follow up information received via task on 13jan2026, spoke with nurse who confirmed device had been received by a biomed early this morning and noted the patient had transferred from another facility a couple days prior and was around 5kg. They were using a neonate size pad for this patient. Denied any exposed surfaces. After troubleshooting, no further issues on the new device and pad. The original pad was disposed of since they believe this was a device issue. Per follow up information received via task on 14jan2026, spoke with biomed who stated this device had a total maintenance package completed a couple months ago and should still be under their warranty. Their team had not looked at the device yet and would be contacting customer service to return the device again and would like to request a loaner. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.